Manufacturer narrative:
It was reported that after a bhr construct was implanted on the plaintiff left hip on (B)(6) 2012, the plaintiff experienced elevated cobalt and chromium levels. The first report for high metal ion levels on blood was registered on 21-sep-2015. The plaintiff is a bilateral patient and on (B)(6) 2020 had a revision surgery on the right hip to treat the adverse events, however the relation of the left hip to the metal levels cannot be discarded. As of today additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. Based on the information provided, the clinical root cause of the reported elevated metal ions cannot be confirmed. However, the patient¿s extensive cobalt and chromium containing supplement use and right bhr cannot be ruled out as contributing factors to the elevated serum levels. It cannot be concluded that the reported clinical findings are associated with a malperformance of the implant or implant failure. The impact to the patient beyond that which has already been reported cannot be determined. No revision has been reported. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
(B)(6). It was reported that after a bhr construct was implanted on the plaintiff left hip on (B)(6) 2012, the plaintiff experienced elevated cobalt and chromium levels. The fist report for high metal ion levels on blood was registered on (B)(6) 2015. The plaintiff is a bilateral patient and on (B)(6) 2020 had a revision surgery on the right hip to treat the adverse events, however the relation of the left hip to the metal levels cannot be discarded. No information about planned surgery of the left hip has been shared at the moment. Patient outcome is unknown.